Event description:
It was reported in the journal article titled: "coronary artery stents: ii. Perioperative considerations and management" that post coronary drug eluting stenting treatment procedure myocardial infacrtion (mi) and stent thrombosis occurred. During the index procedure, the patient was treated with an unspecified taxus express2 drug eluting stent. Lesion location and characteristics not reported. Approximately 331-442 days after the initial procedure, the patient discontinued asa and clopidogrel therapy in preparation for a urologic general gi endoscopy procedure. Approximately 4-14 days after discontinuing anti-platelet therapy, mi and stent thrombosis occurred; 4-5 days post endoscopy procedure. Percutaneous intervention was performed with successful recanalization. No further information is available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. Literature citation: coronary artery stents: ii. Perioperative considerations and management. Anesthesia & analgesia 2008; 107 (2): 570-90. Newsome l, weller r, gerancher jc, kutcher m, royster r.